Manufacturer narrative:
(B)(4). A batch review was not performed as the product code and lot number were not identified. This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique as stated by the patient had a mistake/touch contamination; however, the assignable cause code could not be determined, since we are unsure why the patient had a mistake/touch contamination which was the cause of the breach in aseptic technique. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
Information received from global pharmacovigilance (gpv) by a facility nurse on (B)(4) 2012 indicating the female patient reportedly had fallen and fractured her leg two days before the event of peritonitis. It is unknown if the patient was hospitalized for this event. The cause of the peritonitis was touch contamination by the patient. Clarified cause of peritonitis was the solution was clear but the patient indicated "something may have been in the bag". Reportedly there was a "film" noted on the outside of the solution bag after the over pouch was removed which was clarified as moisture on the outside of the bag but the solution was clear and there was nothing in the solution bag. No leakage or holes were noted from the solution bag. The patient is recovering. The nurse indicated that the events were unrelated to the dianeal solutions or peritoneal dialysis devices.

Manufacturer narrative:
(B)(4). Baxter is attempting to obtain additional clinical information related to this incident. Should additional information become available a follow-up will be submitted.